Manufacturer narrative:
Additional information was added to h4, and h6. H11: the actual device was not available; however, two (2) retained samples were evaluated. The retention samples underwent visual inspection with the naked eye and no issues were noted. The retention samples were connected to a component, which torqued as required (connected), and the tap was rotated as required (no unwinding/disconnection was noted). Both retention samples were submitted to an underwater leak testing and an underwater flow test. No leaks or blockages were identified. The reported condition was not verified in the retention sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue during the use of a stopcock which resulted in a fluid leak. When connecting the three-way stopcock to the patient for infusion, it was observed that the connection was not tight and there was leakage. To resolve this issue, the three-way stopcock was replaced for the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.